Event description:
The customer received questionable troponin t stat (short turn around time) results beginning on (B)(6) 2015 from cobas e411 analyzer serial number (B)(4). Of the data provided for 18 patient samples tested on (B)(6) 2015, only the results for 17 were discrepant. Refer to the attachment to the medwatch for all patient data. All of the initial results were reported outside the laboratory. A nurse called and questioned the results, so the customer repeated them on the original analyzer and on their other cobas e 411 analyzer. They also sent all of the samples to another facility to correlate, but refused to provide those results saying they correlated to the results on the other cobas e411. The results produced by the other cobas e411 were deemed to be the correct results and corrective reports were issued. The customer reported one patient tested on (B)(6) 2015 and one patient tested on (B)(6) 2015 were admitted to the hospital, but could not provide any further information. No adverse event was reported. The field service representative could not find a cause. He performed testing with qc material, replaced the reagent pack, and ran calibration. He repeated the qc which was successful. He determined the system was performing to specification. Based on the provided calibration data, the investigation found there was an issue with the specific reagent pack. The issue was resolved with the replacement of the reagent pack.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.